Event description:
A nurse reported a pt experiencing glare, poor corrected visual acuity, and problems driving at night following bilateral intraocular lens (iol) implant surgeries. The iols were exchanged. In a follow-up, the surgeon further reported the pt having "contrast issues". He stated that the pt could not tolerate the lenses which were exchanged for different model. The pt is doing fine, post-exchange. There are two medical device reports associated with this event. This report is for the first eye.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other similar complaints reported in the lot number. Additional info was requested on 02/01/2010 by phone, fax, and mail. A completed questionnaire has not been received. (B) (4)